Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer report's were observed during review of the device data logs. However, the device was put through extensive testing including stress testing without duplicating the reports. The smart pneumatic module was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend."

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051", "internal comm failure - 1474" and "compressor fault - 2001" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051" and "unknown error 1021" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.